Manufacturer narrative:
Eval: we could not confirm the report because, the product said to be involved was not returned to cook endoscopy for eval. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because, the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. During the procedure to place the feeding tube, the wire guide included in the set is placed inside the pt before advancing the feeding tube into position. In order to position the wire guide, the snare provided in the set is used to grasp the wire guide and pull the wire guide into position. Breakage of the wire guide can occur if the snare is severely tightened onto the wire guide. If excessive pressure is applied to the wire guide when it is pulled with the snare into position, this could contribute to the report of wire guide breakage. Wire guide breakage can occur if the incision through the skin is less than 1 cm in length or does not completely penetrate the abdominal wall into the stomach. The instructions for use instruct the user to make a 1cm incision through the skin and subcutaneous tissue to facilitate passage of the feeding tube. A smaller or incomplete incision may cause resistance when the feeding tube is being advanced into position over the wire guide. If the wire guide experiences excessive pressure during use and/or general handling, breakage of the wire guide can occur. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because, this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During placement of a gastrostomy tube, the physician selected a cook endoscopy flow 20 percutaneous endoscopic gastrostomy set. The user reported that the wire guide broke when pulled through the pt. The wire guide was able to be successfully removed and another wire guide was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.